Manufacturer narrative:
The patient's lead information and concomitant device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received an error message on the programmer due to low impedance readings on multiple lead contacts. A company representative met with the patient and confirmed the issue using the clinician programmer. Reprogramming was able to resolve the issue and the patient has effective therapy. However, the patient states the lead has to be reprogrammed multiple times a year. As such, surgical intervention may be pending to address the issue.